Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. All operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a13, a17 and a21 alarm anomalies noted. No damage on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display and gave a constant tone. The blood glucose reading was 60 mg/dl. The insulin pump had not been dropped or bumped and showed no signs of physical damage. However, the insulin pump was possibly exposed to sweat. The battery cap contacts were not missing or damaged and the battery compartment and spring were not corroded or damaged. The display did return after cleaning the battery cap and inserting a new battery. The insulin pump passed the self test. The customer called back to report that the insulin pump alarmed for reset and history errors several more times. The insulin pump was not stored or out of use for an extended period of time. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.